Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion the tip of a se electrode broke off into the patient's joint space. The fragment was retrieved from the body and the procedure was completed successfully without further issue or harm to the patient. The surgeon reports that this same issue happened 4 other times within the past 6 weeks, with one of the lots being the same and this one. No further details were for these other events were made available. All the complaint devices have been discarded by the user facility. See also associated mdrs 1221934-2008-00532, 1221934-2008-00533, 1221934-2008-00534 and 1221934-2008-00536.

Manufacturer narrative:
Nothing is being returned for examination, the device was discarded by the user facility. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other that those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. All the pieces were retrieved from the patient and there were no patient consequences. However, if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.